Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, it was stated that there were issues placing the catheter over the wire, and with the increased bending of the wire, it broke off while trying to remove from the catheter. The wire did not enter the vessel. The catheter was not repaired. It was stated that there was no leak. There was no luer adapter issue. There was no reported patient injury.